Manufacturer narrative:
Additional product codes: mnh, mni, kwq and kwp. Sterile part 04.633.321s, lot 5l53765. Manufacturing site: selzach. Supplier: früh verpackungstechnik ag. Release to warehouse date: july 29, 2019. Expiry date: july 01, 2029. Non-sterile part 04.633.321, lot 11l3968. Manufacture date: july 08, 2019. Manufacturing location: elmira. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was completed: visual analysis of the returned sample revealed that there were no visual damages. All components of the device were returned. Functional testing performed on the received device revealed that the actuation screw component was rotating freely in the hole and not able to tighten or loosen the translating body and lower clamp components assembly. The actuation screw component functional failure may be caused due to the damaged internal threads. The dimensional inspection was not performed due to the post-manufacturing damage. It should be noted that as part of synthes spine¿s quality process all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the identified actuation screw functional failure was consistent with the alleged torque related issue in the event description. The alleged torque related issue was may be caused due to internal thread damage in the device components. Since all the components in the device were returned for evaluation, the missing components complaint condition cannot be confirmed. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 during a procedure, the surgeon deployed the transverse connector and tried to apply torque. But torque did not seem to be in action, so he removed the transverse connector. It was found that the spring had come out. The procedure was completed with a replacement without surgical delay. Functional testing performed on the received device revealed that the actuation screw component was rotating freely in the hole and not able to tighten or loosen the translating body and lower clamp components assembly. Concomitant device reported: torque device (part unknown; lot unknown; quantity: unknown). This report is for a transverse connector. This is report 1 of 1 for (B)(4).